Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly evaluated. Visual inspection noted deformed conductor coils and cut insulation, likely caused during the explant procedure. Bunched insulation was noted 67 mm from the terminal pin. Body fluid was present within the lead¿s lumen, and dried tissue was observed in the helix. Electrical testing confirmed the lead was electrically continuous. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
--

Event description:
Boston scientific received information that during the follow-up check one month post-implant, this right atrial (ra) lead exhibited decreased p-wave measurements. Loss of capture was observed. The lead was believed to be dislodged, and the x-ray showed the lead was stretched with no slack. A revision procedure was performed. However, the ra lead was inadvertently damaged in the pocket. This lead was explanted and another lead of the same model was implanted successfully. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.